Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was coming out of the forehead because the patient kept wearing a hat that rubbed against the lead. Actual skin breakage was confirmed. The patient underwent an explant procedure.